Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump alarmed compromised force sensor system during manual prime process. The customer¿s blood glucose level was unknown. The customer stated that the drive support cap was protruded. The customer was advised to the insulin pump will need to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.